Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: the physician stated the patient had a large collection area of blood in the abdomen above the renal arteries. The physician performed a mid line incision to explore the abdomen and could not find the source of bleeding. The physician over sewed the aorta below the rental arteries above the prior anastomoses. The physician brought the patient back to the operating room two days later and went into the abdomen through a retro peritoneal incision and placed several drains into collection area to drain the cavity. It was also reported that the supra renal stent of the endurant cuff was left in place and was not explanted. The physician was unable to determine the cause of the blood collection and confirmed the patient does not currently have an infection.

Event description:
An aneurx and endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient came in for a routine follow up. Three days later the patient developed abdominal pain. No rupture was seen; however some free fluid was seen in the abdomen. The patient's white count started to elevate. The physician is unsure if there might be a graft infection and elected to perform an axillary bilateral femoral graft bypass and then explanted the stent grafts. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.